Manufacturer narrative:
Device name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a 21.50 diopter silicone three piece lens into the patient's right eye. Two lenses were used during the same procedure, same eye. This is for the primary lens. The lens tore on insertion into the eye. The lens was removed with no injury to the patient. The same happened with the backup lens. A third lens was implanted. Cause of his incident is unknown. See MFR. #2023826-2016-00606 for secondary lens.

Manufacturer narrative:
Visual inspection of the returned product found the lens torn apart into two pieces. The lens was returned dry, traces of clear and reddish colored residue was on the optic surface. (B)(4).